Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was having trouble releasing from tissue. It was observed that the tip of the instrument was bent at the time of the event. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the green medium-large clips were used with the instrument. The instrument's jaws were opened, but no manual release key was used. The surgeon forced the tissue out. It was confirmed that there was no damage to the tissue or bleeding that occurred due to the incident.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of a severely bent grip tip to be related to the customer reported complaint. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.28mm offset at the tips. A clip could be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. Failure analysis found the secondary failure of the failed clip test to be related to the customer reported complaint. The instrument was installed on an in-house system and driven. The instrument failed the clip test due to misapplication of the clip. The clip was able to be installed on the grip tips, but one of the grip tips remained attached to the tubing during the clip test.